Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, the procedure was rescheduled and completed after the system was back up. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Analysis of the system log file confirmed the reported malfunction and error with the x-ray generator. During troubleshooting, the fse found that the cube data was unable to charge the rechargeable battery and batteries found damaged. The fse replaced the cube data and lithium battery. After replacement of the cube data and lithium battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not possible. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.